Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. It was also reported that a new sensor session was unable to be started. There was no reported impact to the customer's blood glucose level. During troubleshooting with tandem technical support, a check of the pump showed it was no longer out of range and customer was able to start a new session.